Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was defective, won't fire. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Empty, indicator wheel failure the analysis results found that the el5ml device was received with the shaft bent. Upon cycling the device, it was noted to be empty, locked out and the orange indicator did not showed up. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. Please note the indicator wheel failure is not related to the reported event. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.